Event description:
It was reported that during a replacement procedure, the intrathecal catheter tore/broke when passing between the spinous processes. The remaining piece of the catheter was not available for analysis. No patient outcome was reported. A follow-up report will be submitted if additional information becomes available.